Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a new ilet user experienced a low blood glucose (bg) of 57 mg/dl after announcing a meal. The low was treated with grapes (fast-acting carbs), and bg trended back into range during the call. The agent provided education on proper low treatment and how the algorithm adapts over time. No symptoms, external assistance, or medical intervention occurred.